Manufacturer narrative:
Investigation: the device in question (wo301, or1.avm system, sn (B)(6), manufactured march 18, 2022) was received by the manufacturing site in germany on november 27, 2025 for investigation. The investigation of the product was completed on april 14, 2026. The technician could not verify the customer's failure description by inspecting the device. Independently, from the customers report/failure description, the following foundings appeared: software not current. Needs to be updated. The investigation did not identify any product defect that could be identified as the cause. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during a surgical procedure in the central operating block, the head of instrumentation contacted the service technician to report that the imaging unit repeatedly lost signal at the moment the surgical team attempted to make the incision. Despite attempts to continue, the image interruptions persisted. For patient safety, the operation was stopped, and the patient was transferred to another operating room. The procedure was then resumed using alternative equipment. The patient experienced a delay in the procedure due to equipment malfunction. No direct harm was reported, but the interruption required relocation and reinitiation of the surgical process."no negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).